Event description:
Alleged issue: skin stapler blocked during skin closure at the end of 7 to 8 clips. No pt injury reported. Pt condition listed as fine.

Manufacturer narrative:
Device sample not received by manufacturer.